Event description:
It was reported that the balloon was difficult to remove. A synergy xd mr ous 4.00 x 24mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). After the stent was placed, the balloon was partially moved into the guide catheter but could not fully be retracted. The balloon, guidewire, and guide catheter were all removed as one unit. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the stent delivery system and balloon. A visual inspection revealed multiple kinks along the length of the hypotube shaft. It was also identified the extrusion was stretched just distal to the port exchange and stretched 4.7cm proximal to the distal tip. A microscopic analysis showed a 0.3cm longitudinal tear in the mid section of the balloon profile. The balloon tear likely occurred due to interaction with either potentially challenging patient anatomy, the deployed stent or the guide catheter used during the procedure. With the balloon material damaged it is likely that a vacuum could not be completely applied to the device and therefore resulted in the difficulty withdrawing the device back through the guide catheter. Returned product analysis also identified stretching along the length of the shaft polymer extrusion, multiple hypotube kinks and slight flaring of the distal tip. This damage is indicative of unintentionally excessive force being applied to the delivery system, likely during the attempt to remove from the patient when the difficulty was encountered and interaction with the ancillary devices used. This investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the balloon was difficult to remove. A synergy xd mr ous 4.00 x 24mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). After the stent was placed, the balloon was partially moved into the guide catheter but could not fully be retracted. The balloon, guidewire, and guide catheter were all removed as one unit. There were no patient complications.